Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete reporter information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. A foreign object in the forceps channel. The foreign object could not be identified. It is unclear whether there were any deviations from the instruction manual in the reprocessing procedures for the remaining foreign objects. No physical damage was found in the area where the foreign object remained. The detection method is described in chapter 3 preparation and inspection of the gif/cf/pcf-190 series operation manual. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope that after running a resi test slide thru brush, black residue was found on the brush. The issue occurred during reprocessing. There were no reports of patient harm.